Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an rcr procedure, the multifix ultra anchor broke inside the patient, the broken pieces were removed. Surgery was completed with a back-up device in an additionally bone hole, a void was left in the patient. There was no surgical delay, and no further complications were reported. Patient's status is normal.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found a fractured anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that tensile strength specifications are established, (at yield) 100 ¿ 118 mpa. Also, certificate of analysis is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
This report was inadvertently submitted under manufacturer report number 1219602, correct manufacturer report number is 3006524618.